Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the circuit board of the scope connector. The most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise (horizontal stripe noise throughout the entire endoscopic image). The issue was identified during inspection for use. There were no reports of patient involvement.